Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing. This did not impact overall device function, although the rv electrogram (egm) showed fluctuating signal amplitude. No adverse patient effects were reported. This rv lead remains in service.